Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube not properly plugged in to the interface board. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a broken belt clip slot.

Event description:
Customer reported via phone, she checked her blood glucose in the morning, 426 mg/dl, and when she attempted to treat the insulin pump was turned off. Customer inserted a new battery and the device continued with a blank display. Troubleshooting was performed and it was customer had dropped the device to the floor but stated it didn't hit hard. No moisture damage was noted on the device. Customer had cleaned the battery compartment and when a new battery was inserted the display did not return. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.